Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right hip was revised after patient complaint of thigh pain. Intra-operatively, it was discovered that patient suffered a femoral fracture at the distal end of where the femoral stem was. Patient was revised to a restoration modular stem construct.